Event description:
It was reported that the device "misfired". They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.